Manufacturer narrative:
H6: component code of ¿appropriate term/code not available" represents "no findings available." Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001246 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath, medium, and a hemostatic valve separation issue occurred. It was reported that during an atrial fibrillation (afib) ablation procedure, the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was loose and blood back flowed (10-15cc) when it was advanced into the patient¿s body. No visible damage to the sheath or hub nor separate pieces were observed. The sheath was replaced, and the issue was resolved. Patient¿s hemodynamics was not compromised due to the issue experienced. No medical/surgical intervention was required to stop the bleeding. No air entered the patient¿s body. Since there is no indication that the bleeding was excessive nor that led to hemodynamics disruption or required intervention, this event was not assessed as a patient event, but as a MDR reportable hemostatic valve separation product malfunction.